Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during testing of the device, prior to peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.